Manufacturer narrative:
During investigation it was found that the patient died 5 days later due to right heart failure. The cause of the right heart failure is unknown at this time. The imaging for this event would not be provided to edwards for review. Per the instructions for use (IFU), coronary flow obstruction is a potential adverse event associated with the tavr procedure. The IFU cautions that the safety and effectiveness have not been established for patients with bulky calcified aortic valve leaflets in close proximity to coronary ostia. Coronary obstruction can result in myocardial ischemia or infarction due to obstruction of the coronary blood flow and may require intervention (e.g. Pci). There are multiple patient factors that could contribute to coronary obstruction by the prosthetic valve or native valve leaflets, including a minimal distance between the native annulus and the coronary ostia, bulky calcification, long native leaflets, and obliterated coronary sinuses. Procedural factors such as deployment of the bioprosthetic heart valve too aortic and significant valve over sizing could also contribute to this complication. The edwards thv manuals advise the operator on pre-procedure assessment of the aortic valve, root, and coronary anatomy. Physicians are extensively trained by edwards before they are qualified to use the transcatheter heart valve (thv). Training includes patient screening, device preparation, approach, deployment, imaging, procedure specific training manuals and proctored procedures. Evaluation of the distance of the right and left coronary ostia from the aortic annulus in relation to the thv frame height is emphasized. Operators are instructed to use caution with: bulky calcification (> 4 mm thickness), severely obliterated sinuses of valsalva (sov <5 mm larger than stj), significant valve oversizing (4 mm). The training advises that patients that meet all three of these conditions should not be treated: bulky leaflet calcification; severely obliterated sov; and, significant valve oversizing. The training manuals also provide the following tips for detecting risk for left main occlusion: aortogram or tee prior to thv implantation to reveal bulky calcified leaflets; during pre-dilatation, note bulky calcification on valve moving towards ostium on left main; and consider aortogram during valvuloplasty. In this case, the exact cause of the coronary artery occlusion cannot be confirmed without imaging; however, it was reported that it appeared to be due to leaflets of the native valve or prosthesis shifting upon deployment of the second valve. With regards to risk factors for obstruction, the patient only had 1 of 3- there was no valve oversizing, per report, there was severe valve calcification, but there was no report of bulky calcification, and the sov was obliterated (sov 25x27x26mm, stj 24x 24mm) the IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Manufacturer narrative:
Additional follow up revealed the cause of death was right heart failure, and it was not due to the valve as per the surgeon. No further investigation will be performed regarding this event of right heart failure, as it is not device related.

Event description:
As reported per the edwards field clinical specialist (fcs), during a transfemoral tavr procedure, moderate paravalvular leak (pvl), and moderate/severe central aortic insufficiency (cai) were observed post deployment of a sapien valve. The valve was post-dilated and the pvl improved to trace, but there was still mod-severe cai that persisted with hypotension. The wire was pulled back to assess if the cai improved, but it did not. A second valve was deployed in the same location, resulting in no ai. Post successful percutaneous closure, the patient developed st elevation. The groin was reaccessed to look at the coronaries. It was noted that the rca was not filling and a "stump" was observed. T hey were unable to wire the artery and decided to put the patient on cpb and do a CABG to the rca. The patient tolerated that procedure well and was transferred to the recovery room in stable condition. It was believed that the leaflets of the native valve or prosthesis were shifted upon deployment of second valve causing an obstruction. Upon review of films with the team, the rca could be seen filling appropriately after first valve deployment. The height to rca was 12mm. This patient has severe native valve/leaflet calcification, and no aortic root calcification.